Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent robotic laparoscopic hysterectomy. It was reported that patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia after the implant.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and ams monarc subfascial hammock were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/05/2013.corrected information: g section--manufacturing site.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary leakage, incontinence, urinary urgency, urinary frequency, and hematuria.

Manufacturer narrative:
It was reported that the patient underwent revision/removal of prosthetic vaginal graft and trachelectomy for removal cervix on (B)(6) 2014 by dr. (B)(6).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and perineoplasty.